Manufacturer narrative:
(B)(4): the customer reported that device intermittently displayed a red x and rebooted itself frequently. There was no reported pt involvement. Philips evaluated the device and confirmed the fault. The internal memory card was found to be the cause of the failure and replaced. The device passed all tests and was returned to the customer.

Event description:
The customer reported that device intermittently displayed a red x and rebooted itself frequently. There was no reported pt involvement.